Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This is the same patient as (B)(4).

Event description:
It was reported that the patient experienced peritonitis, coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event the next day. The patient was treated with unknown antibiotics, while in the hospital. On the sixth day of hospitalization, dianeal therapy was discontinued and the patient was switched to hemodialysis. On an unreported date during the hospitalization, the patient's pd catheter was removed. The patient was discharged from the hospital, eight days after admission. The patient recovered from the event of peritonitis. This is report 1 or 2 for the mini cap in this event.